Event description:
Implants used on (B)(6) 2017 were removed. Due to infection. Exeter stem & rimfit cup. Implanted (B)(6) 2019.

Manufacturer narrative:
Correction: implant date an event regarding infection involving a restoration insert was reported. The event was not confirmed. Device evaluation and results: visual, dimensional, functional and material analysis not performed as the reported device is not returned. Clinician review: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot and sterile lot referenced. Conclusions:it was reported that the patient hip was revised due to infection. The event was not confirmed. The exact cause of the event could not be determined because no device and further information is available. For example: further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. The internal investigation of sterilization process and records confirmed the product met sal 10-6 per corresponding iso standards. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
The following devices were also listed in this report: 6.5 cancellous bone screw 30mm; cat#2030-6530-1; lot# 1r7h16; modular dual mobility insert; cat#626-00-42e; lot# 58791001; size 6 accolade ii 127 deg; cat# 6721-0635; lot# 59962903; 28mm +4 lfit v40 head; cat# 6260-9-228; lot# 58770801; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Implants used on (B)(6) 2017 were removed due to infection. Exeter stem & rimfit cup implanted (B)(6) 2019.